Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced a decentered flap on the same day of laser treatment in the left. It was reported that the patient was moving a lot during the flap creation and the flap was decentered. The decentration was too much to perform the ablation on the required location. The procedure was converted to photorefractive keratectomy (prk) procedure treatment. The patient did not experienced loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.00 x -1.75 x 22, left eye pre-op 20/20 -3.50 x -2.50 x 167.